Event description:
A hospital in (B) (6) reported to a fisher & paykel healthcare (fph) representative that while an mr290hfv humidification chamber was being used on a pt, the nurse noticed that there was an odd "piece of plastic" floating near the y-piece in the circuit. On closer examination conducted by the respiratory therapist, it was discovered that the reported odd "piece of plastic" was actually a piece of the primary float of the humidification chamber that had somehow broken off and migrated up the inspiratory tube to near the y-piece. No pt consequence was reported.

Manufacturer narrative:
(B) (4): the returned mr290hfv humidification chamber was visually inspected for damage to the primary float. Results: a visual inspection revealed that the latching part of the primary float was broken off. Further inspection using a magnifying glass showed there were no stress marks in the area when the latch part had broken and that it had smooth edges. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the latching part is used to hold the primary float parts together during the ultrasonic welding process. It is likely that the defect on this device occurred during the moulding process. The lack of stress marks and presence of smooth edges, where the latch part broke, suggests that the latch was partly attached to the primary float but not moulded in its entirety during the ultrasonic welding process. No pt consequence was reported as a result of this incident. Our monitoring and trending of events involving broken/damaged primary floats in mr290 humidification chambers due to moulding defects shows that we have received only one complaint (B) (4).